Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to early battery depletion. Attempts to ask for additional information were unsuccessful. The ICD was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.